Event description:
According to the reporter, during a celioscopic surgery in which the device was in use, an electric arc was seen coming up from the point of the hook handpiece to the handle on the outside. As a result, the surgeon was lightly burned. There was no patient injury.